Event description:
It was reported that as the physician attempted to remove the sutureless connector (sc) to attach the new pump, the rubber coating came off the metal connection. The physician cut the sc from the old pump and disconnected to the implanted catheter and replaced with a model 8578 sc. It was further reported that this device system delivered morphine, bupivacaine, and clonidine. It was further reported that this was a scheduled pump replacement as the elective replacement indicator was approaching 12 months. There was never a question regarding the catheter function prior to his replacement. The patient reportedly was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc_cath, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).